Manufacturer narrative:
Device evaluation: white particles in shell, delamination of valve. The leak test and microscopic analysis was performed which identified: curved striated opening on radius, total (100%) delamination of diapherm flange disk. Based on the device analysis the final assessment is: - delamination of diapherm flange disk assessed as adhesive failure - a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.